Event description:
The facility reported failure code 810:11 which occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or device programming.